Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed on the inferior potting surface a short fiber on the cavity ID end located on the circumference of the fiber bundle at 255 degrees (with the dialysate port situated at 0 degrees). The dialyzer was subjected to a bubble point test in which did not reveal a leak. It could not be determined if the short fiber was the result of a broken fiber. There were no visual separations on the potting cut surface. The device was deconstructed and the fiber bundle was subject to a flow test in which the short fiber indicated on visual inspection displayed a steady flow of bubbles. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred at the beginning of patient treatment. The blood leak was not visually observed. Blood test strips were used and tested positive. The machine's blood leak detector alarmed appropriately. The estimated blood loss was 250ml. The patient did not experience any adverse effects or seek medical attention. The patient completed his treatment on a different machine with a new set-up. The actual sample is available for evaluation and has been requested for evaluation.